Event description:
Customer reported, she received imprecise sequential readings on her freestyle freedom blood glucose monitor. Customer obtained readings of 60 mg/dl and 300 mg/dl within a 10 min timeframe. When plotted on a parkes error grid, the results fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or permanent impairment associated with this event.

Manufacturer narrative:
Customer's product has been requested back for an investigation. A follow-up report will be submitted once investigation results are available.